Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath (clear) was selected for a pulmonary vein isolation procedure. The procedure was completed without noted issues. During a post-procedural intracardiac echocardiography performed to assess for cardiac tamponade, a pericardial effusion was identified. A contrast-enhanced CT scan was performed; however, the source of the bleeding could not be identified. It was speculated that the fossa ovalis (fo) may have been injured during removal of the faradrive sheath; however, the reason of the event remains unknown. The patient's vital signs remained stable, and the patient was returned to the intensive care unit (ICU) for monitoring. The patient has been discharged safely. No interventions were performed. The device is expected to be returned for analysis.